Event description:
It was reported that pump touchscreen did not respond and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform full pump reset, and chose to reset pump, after which pump reportedly had no display once unplugged from computer; no additional information was received regarding further outcome.